Event description:
Medtronic insulin pump model 780g had large crack appear in case running along the back on the battery compartment. Pump is approximately 7mo old. I take an inordinate amount of care to not over-tighten the battery latch, have it protected in a case, etc. It seems that a crack in this exact place is a commonly-reported problem with the 770/780 models, just wanted to submit my own report on it.